Event description:
It was reported that during implant the lead perforated the myocardium. The lead was pulled back and repositioned with good measurements. When the pocket was being closed, patient's blood pressure dropped. Fluoroscopy revealed pericardial effusion. Pericardiocentesis was performed. Patient's blood pressure returned to normal, and the patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4).